Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: before use, it was found that the ventilator's ac power and battery were normal, but it could not be turned on. No patient involvement.